Event description:
It was reported the patient has diaphragmatic stimulation. Loss of capture and intermittent sensing also reported. Unable to capture at high output. Bipolar impedance is 438 ohms and unipolar is 360 ohms. The lead remains in use. No further patient complications were reported as a result of this event. Attempts to obtain additional information were unsuccessful. A supplemental report will be sent if additional information is received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.